Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, and outer cover. Customer states that the rear cannula end is broken and gets stuck. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Unable to perform DHR check due to unknown lot number for needle broken (npe). Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: it is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the rear cannula end of the unspecified bd¿ pen needle was broken. There was no report of exposure, injury, or medical intervention.